Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 16th august 2010. A visual inspection of the device revealed no apparent defects. On receipt the device history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the 16th november 2011 and that it had performed to specification up to and including the 14th september 2014. On the 21st september 2014, the device recorded a manual power on of 10 minutes in duration. The device then continued to perform successful weekly-auto self-tests up to the 8th march 2015. On the 13th march 2015, the device recorded another manual power on of 10 minutes in duration. The device then continued to perform successful weekly auto self-tests up to the 29th november 2015. Four manual power ons of up to 10 minutes in duration were recorded between the 5th december 2015 and the 5th january 2016. The device passed all subsequent weekly auto self-tests up to the 11th september 2016. Multiple manual power ups of mainly 10 minute duration were observed in the device memory between the 16th september 2016 and the 24th april 2018. During this period, the device failed a weekly auto self-test due to a low battery. Information from the history log then showed an increase in voltage, suggesting a further pad-pak was installed. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. On the 29th april 2018, the device passed the weekly auto self-test. No further log entries were recorded. The returned pad-pak was inserted into the device and passed a self-test during a manual power cycle. A ¿warning, memory full¿ audio prompt was issued at shutdown alongside a flashing green status led. The device was "dissambked" to investigate. Further investigation found membrane failure. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
(B)(6) commercial exchange. No reported fault. No patient involved.

Manufacturer narrative:
Awareness date changed.

Event description:
French fsca commercial exchange. No reported fault. No patient involved.